Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6), 2022.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to hospitalization date has been updated and provided in b5 section of this report.

Manufacturer narrative:
Retainer ring = clear customer returned pump for an alleged possible under delivery and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on case-(B)(4) svn#: (B)(6) - customer returned pump for an alleged was hospitalized for high bgs found on (B)(6) 2020, on case-(B)(4) svn#: (B)(6) customer returned pump for an alleged visit to emergency room and was hospitalized for high bgs found on (B)(6) 2019 and on case-(B)(4) svn#: (B)(6) customer returned pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2019. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of jan 03, 2022, there was no bolus recorded dailytotalofbolusinsulindelivered = 0 and no unexpected alarms/suspends noted. In further full review of the pump history/traces on the event date of april 24, 2019, there is no unexpected alarms/suspends and found bolus wizard deliveries of dailytotalofbolusinsulindelivered = 13.7 u. (B)(6) 2019 08:36:03.000 normalbolusdelivered normalbolusamountprogrammed = 3.3 bolusamountdelivered = 3.3 (B)(6) 2019 12:54:02.000 normalbolusdelivered normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 (B)(6) 2019 17:51:55.000 normalbolusdelivered normalbolusamountprogrammed = 5.5 bolusamountdelivered = 5.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿ was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Analysis identified product meets specification? Yes (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Blood glucose level at the time of the incident was 1100 mg/dl treated with intravenous insulin drip. Insulin pump did not delivered insulin. Customer was in the hospital as insulin pump quit giving him insulin said bolus not delivered and retainer ring was intact. Customer declined to troubleshoot for high blood glucose. Customers blood glucose reading was 190 mg/dl at the time of call. The insulin pump will be returned for analysis.